Event description:
The customer reported a falsely elevated potassium (k) result for one patient sample while running on the alinity c processing module. The following data was provided (customer¿s normal range for potassium: 3.5-5.3 meq/l): units of measure = meq/l is equivalent to mmol/l. F29114858 = initial potassium result = 9.7 meq/l; repeat result = 4.1 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium (k) result for one patient sample while running on the alinity c processing module. The following data was provided (customer¿s normal range for potassium: 3.5-5.3 meq/l): units of measure = meq/l is equivalent to mmol/l. F29114858 = initial potassium result = 9.7 meq/l; repeat result = 4.1 meq/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and observed water was not flowing through the wash nozzles and wash cup. Service determined the pump, rd-30 mag., cuvette and wash cups (c-35016299-01) the likely cause and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends or similar issues regarding the alinity system and the pump, rd-30 mag., cuvette and wash cups (c-35016299-01). A review of the device history record did not identify any non-conformances or deviations for the alinity system and the pump, rd-30 mag., and cuvette and wash cups (c-35016299-01). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6).